Manufacturer narrative:
Blood was observed on the adhesive pad. The cause of the reported bleeding event could not be determined. An internal cannula tear was identified, resulting in component corrosion and low battery voltages. The pod generated an 0x40 alarm, indicating rotational sensor maximum open count exceeded. Fluid contact was observed on the commutator cap as a result of the internal tear, which directly contributed to the generation of the 0x40 alarm. The internal cannula tear is confirmed as the root cause of the observed 0x40 alarm and component corrosion. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod longer than 48 hours on the abdomen. Investigation of the device found a tear in the cannula. The complaint was originally coded for not delivering insulin and high blood glucose levels.